Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) impedance measurements of less than 200 ohms, as well as high impedance measurements. The patient had two lv leads. No adverse patient effects were reported. The device remains in service.